Manufacturer narrative:
The pod arrived fully deployed. The exposed portion of the soft cannula was observed to be stretched. The stretching of the exposed portion of the cannula result in a tear on the unexposed portion, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. The pod was leaking insulin. As treatment, a new pod was applied.